Event description:
Customer reports of receiving the number one hundred or two hundred on display screen when a bolus is given. Customer also reports that insulin amount displayed on screen has to be reentered in order to give bolus delivery. Customer was advised to download carelink in order to view issue. Customer declined transfer to helpline for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.